Event description:
The following has been reported: problem: unit was in shop for repair, downstream, upstream occlusion alarms.action: pressure calibration keeps failing, replaced both upstream and downstream sensor. Calibrated pressure sensors again and test passed. Tested unit working condition. But drug library wasn't downloading into the pump .wi-fi configuration uploaded again and still no drug library downloaded. Replaced wi-fi board with new one and uploaded wi-fi config. Wi-fi connection established and drug library downloaded.resolution: unit back to service. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.